Event description:
On (B)(6) 2026, 10:00 am, a therapeutic plasma exchange was initiated using the com.tec system with 5% albumin (plasmagen®) as replacement fluid. Approximately 15 minutes after initiation of the procedure, the patient developed a severe hypersensitivity/anaphylactoid reaction characterized by wheezing, stridor, oxygen desaturation, generalized urticaria/hives, flushing, facial puffiness, tachycardia, and severe hypotension (blood pressure decreased from approximately 140/90 mmhg to 80/60 mmhg). The procedure was immediately discontinued. The patient was treated with adrenaline 0.1 mg, hydrocortisone 100 mg IV, pheniramine maleate (avil®) 1 ampoule IV and gelofusine® 500 ml bolus. Supplemental oxygen via face mask. The patient subsequently stabilized.